Event description:
It was reported that: "a patient with cardiac arrest was transported by ambulance to the hospital. The patient was able to ventilate. CT imaging after resuscitation was discontinued at the hospital. The CT revealed that the tip of the tube had strayed into the pharynx. User facility physician comment: the patient died, but there was no causal relationship. The event occurred in nov-2023 in the facility during infusion. There was no disinfection or sterilization, and no infectious disease occurred." Reported item number "32-xx-xxx". The exact item number and size could not be determined. Possible item numbers included: item number 32-06-100-1, 32-06-101-1, 32-06-102-1, or 32-06-125-1. Additional information was requested; however, no further specific details on this incident were available.

Manufacturer narrative:
B2 and b3: month and year of event have been provided, exact day is unknown. D4: item number, lot number, expiration date, g5: 510k, and h4: manufacture date are unknown; no verifiable information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.